Manufacturer narrative:
Conclusion: unit was set aside for scrap.

Event description:
It was reported by repair work order that there was fluid ingress to the mattress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.